Event description:
It was reported that the asymptomatic patient presented in via merlin.net transmission. Upon review, the implantable cardiovertor defibrillator exhibited myopotential oversensing that caused inhibition of pacing. The device was reprogrammed. The patient was in stable condition throughout the event.